Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed image issues. The evaluation found a loose sdi bnc connector on the rf board which was causing image loss when the sdi cable was wiggled. Additionally, the pip connector was found to be corroded. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report an image issue taking place during the procedure. There was no report of consequence or impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely that because 12 years have passed since the device was manufactured, that the cable connector has deteriorated and worn over time due to repeated use, causing the image loss. During the subject device evaluation, it was also identified that the dimming control could not be performed. It is likely that the parts on the board deteriorated over time due to repeated use, and the board failed. The dimming control could not be performed due to the failure of the board, which likely caused the brightness to not be adjusted properly. Per the legal manufacturer, the other issue identified in the initial report (corrosion found in the pip connector), has no potential to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
This is a supplemental report to provide additional information regarding the reported event.

Event description:
Additional information was received on 22 december, 2020 stating that the issue had been resolved as of (B)(6) 2020. The user facility went on to note the bnc connector as the main issue. The event occurred during the beginning of an endoscopic procedure. At this time, it is unknown whether it was a therapeutic or diagnostic procedure. There were no other device involved. No delays noted. The intended procedure was completed with a different-unknown device. Reportedly, the video was cutting in and out at random times during the procedure. Customer claims that auto dim was sufficient. The connection was secure. System settings were correct, and no damage was noted to the cable. Customer advised that no further information would be provided.